Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) reported that the lead was returned to the manufacturer for analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_interstim_ins, serial# unknown, product type: implantable neurostimulator.

Event description:
Additional information from a manufacturer representative (rep) reported she has not returned the device yet, but plans to do so on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_interstim_ins, serial # unknown, product type implantable neurostimulator; product ID neu_stylet_acc, serial # unknown, product type accessory. Analysis of the lead, s/n (B)(4), found that the distal end of the lead was stretched and the insulation was torn under electrode #1. Analysis of the stylet indicated that the stylet wire was bent.

Event description:
No new additional information received.

Event description:
The representative reported lead fracture. During stage 1 implant, the physician was introducing the lead and met resistance. She was unable to advance the lead. When she tried to pull back on the lead, she met resistance at first, but was able to pull the back out. It was noticed the tip of the lead did not look normal. No diagnostics were ran on the lead because it was obviously damaged. No one noticed any damage to the lead prior to placement. The damage seemed to have occurred during the procedure. When the damaged lead was noticed and it was discarded, and a back up lead was opened, inspected, and used (implanted). The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.